Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that on an unspecified date, the patient obtained a blood glucose reading of 300 mg/dl, and he tested (B)(6) for ketones. The patient did not experience any symptoms of high or low blood glucose levels, and did not seek medical attention. Prior to this, the reporter noted the pump had given a "replace battery" alarm and then powered off. The patient did not replace the battery. During the troubleshooting telephone call, it was revealed there was no damage or corrosion seen on the pump, and the battery cap was secure. The patient's mother replaced the battery, and the pump powered on successfully, and the patient was able to return to insulin pump therapy. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect by not replacing the battery after the pump gave the "replace battery" alarm. However, as the patient suffered blood glucose levels and (B)(6) ketones indicative of severe injury after this occurred, the complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.